Event description:
It was reported that shaft break occurred. During routine pushing of a 2.75mm x 15mm nc emerge balloon catheter over the wire through the guide, the shaft broke in half while the device was still outside the patient.